Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) was performed. A watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed and implanted. The procedure was concluded. During the same day of the index procedure, a pe was noted. According to the physicians, the pe was due to attempted tsp. No further details were reported. It was further reported the closure device was a 27mm watchman flx pro. The patient was enrolled into the heal-laa study on (B)(6) 2024 and index procedure was performed on the same day. Prior to the procedure, heparin was administered. A watchman trusteer access system was also used in the procedure. The pe was noted to be caused by the procedure on the same day of the index procedure. The pe noted on transesophageal echocardiogram imaging (tee) was 11 mm in size. The patient started taking aspirin and clopidogrel medications the same day of the index procedure and was subsequently discharged the following day. After 11 days post being discharged home, the patient was discontinued on clopidogrel due to side effects and restarted 3 days later. Later, both aspirin and clopidogrel medications were discontinued. The patient then presented for the 45 day routine follow up post index procedure, and tee imaging revealed the same pe from the index procedure was now noted to be 10mm. No further details were reported. It was further reported that a versacross connect (vcc) transseptal system was used with the watchman trusteer access system (was) in order to complete transseptal puncture (tsp). There was difficulty in obtaining tsp due to the patients prominent eustachian valve and rotation of the heart. According to the physicians it is likely the pe occurred with the vcc rf wire when it was in the right atrial appendage. The intraoperative tee performed did reveal a trace baseline effusion. Although the lowest hemoglobin and hematocrit level associated with the event was 14.2 g/dl and 42.7 % respectively, no transfusion was performed.

Manufacturer narrative:
B5: information added.

Manufacturer narrative:
B5: information added. H6: code updated from cmc - no problem detected to known inherent risk of device. H6: code changed from no health consequences of impact to medication required. H6: code changed from no findings available to no device problem found.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) was performed. A watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed and implanted. The procedure was concluded. During the same day of the index procedure, a pe was noted. According to the physicians, the pe was due to attempted tsp. No further details were reported. It was further reported the closure device was a 27mm watchman flx pro. The patient was enrolled into the heal-laa study on (B)(6) 2024 and index procedure was performed on the same day. Prior to the procedure, heparin was administered. A watchman trusteer access system was also used in the procedure. The pe was noted to be caused by the procedure on the same day of the index procedure. The pe noted on transesophageal echocardiogram imaging (tee) was 11 mm in size. The patient started taking aspirin and clopidogrel medications the same day of the index procedure and was subsequently discharged the following day. After 11 days post being discharged home, the patient was discontinued on clopidogrel due to side effects and restarted 3 days later. Later, both aspirin and clopidogrel medications were discontinued. The patient then presented for the 45 day routine follow up post index procedure, and tee imaging revealed the same pe from the index procedure was now noted to be 10mm. No further details were reported.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) was performed. A watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed and implanted. The procedure was concluded. During the same day of the index procedure, a pe was noted. According to the physicians, the pe was due to attempted tsp. No further details were reported.